Event description:
A malfunction on a pump was reported without any prior notable events. There was no adverse impact to the customer's blood glucose level. The customer received assistance from technical support in resetting the pump, and after the reset, the malfunction did not recur. The customer was advised to continue using the pump and to contact support again if the issue reappeared.